Event description:
Additional information received. Patient reported they ended up having everything removed. Caller repeated information regarding having the device implanted to help with shingles but it never helped alleviate the pain; and they were plagued with shocking and discomfort. Caller stated that they felt the reps and doctor thought they would be a good candidate for scs but caller thinks that maybe this therapy doesn't truly help for this indication. Ps reviewed scs indications. Caller stated they do not know if the hcp has sent back the ex planted device (s) for analysis but they will call them to discuss. Ps sent email to patient relations requesting follow up.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient had not been happy with their ins because the ins did not function and the ins needed to be taken out. The ins had been causing the patient to be a nervous wreck. They had the ins turned off because they could not sit or bend over as the device was "crippling" them. They were told by a representative that they could not have the implant taken out. The representative tried to reprogram the patient's ins. The patient wanted to know how to get the ins taken out. The patient also noted that the electric zaps were uncomfortable and painful. The patient was miserable; they couldn't sit back, bend over, get in or out of their car, or do any of their regular routines around the house without pain. Their healthcare provider indicated the problem would pass once the setup was correct/completed but the problem has not passed. The patient could not fathom living the rest of their life with the device. No further complications reported.